Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During the procedure, it was discovered that the patient's right atrial (ra) lead exhibited failure to capture. Fluoroscopy was performed to discover that the ra lead was dislodged. Programming changes were made but did not resolve the event. Subsequently, additional programming changes were made. The patient was stable throughout.